Manufacturer narrative:
97755,sn: (B)(6), returned for product analysis. Analysis found no device found message was seen and scratch marks on donut this does not impact functionality of recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that the recharger was not working noting that it kept prompting to position the recharger over the implanted device, it would start searching then a no device found message would display. They mentioned that the controller also displayed a software problem message however they were unable to take note of the codes and when they unplugged it from the recharger, the message disappeared. Agent reviewed information about the no device found message. During the call, caller attempted to charge the implantable neurostimulator (ins) and a no device found message appeared. Agent had caller press recharge and they started passive recharge mode (prm), 0-0-0. Agent reviewed prm. Agent instructed caller to move the paddle around and the numbers remain the same. Agent instructed caller to move the recharger away from the ins site and the readings did not change when the paddle was lifted into the air. Caller mentioned that the recharger and controller were also getting warm while they were charging the ins. Caller mentioned that the pt's ins battery was already at red. Before the call has ended, the caller reported that the readings increased to 0-18-21, with the middle value rising to 98. Agent instructed caller to try 3 cycles of passive recharge mode while waiting for the replacement. Agent sent a request to repair to replace the recharger.